Event description:
It was reported that an occlusion occurred. Additionally, it was reported that the cartridge was cracked. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 467 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.